Manufacturer narrative:
A correction MDR has been submitted for documenting the reference number (B)(4).

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted laparoscopic abdominal wall reconstruction and hernia repair surgical procedure, the 8mm fenestrated bipolar forceps instrument broke in the patient. On 09/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: fenestrated bipolar forceps broke in patient. Xr aware.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.